Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab manager h4: device manufacture date: unknown due to unknown lot number the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band would not hold air. The band was removed in recovery and manual compression was held. The estimated blood loss was less than 250cc. Patient was in stable condition. Procedure outcome was positive. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Event description:
Additional information was received on 01 jun 2023: procedure was a cardiac catheterization. Band started to deflate in recovery. Estimated blood loss was less than 250 cc. The patient was in stable condition. Procedure outcome was successful.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5, to update section h3 and to provide the completed investigation results. One tr band was returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or balloons. 0 ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 13.5 ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).